Manufacturer narrative:
The rt235 breathing circuit has not been returned to the MFR for investigation. An eval has therefore, been carried out based on the event description and previous analyses of similar complaints. Results: the heated breathing circuit contains a heater wire socket for connection to the humidifier. It was reported that a pin in the heater wire socket of the rt235 was bent. A lot check revealed no other complaints of this nature for this lot number. Conclusion: fisher & paykel healthcare implemented improvements to the production process in october 2007, with the aim of preventing bent pins from passing the production test, through prior identification and rejection of damaged heater wire pins. This event occurred after the production improvements were implemented. However, it is possible that the damaged pin in this case, whilst passing the final electrical resistance test, was further damaged during set-up and connection of equipment. We are unable to determine the exact cause. Our ongoing monitoring and trending of incidents involving bent pins in heated breathing circuits has a rate of occurrence of 0.0015% worldwide in the last year to july 2008.

Event description:
Reporter reported that one of the pins in the heater wire of the socket of an rt235 infant evaqua breathing circuit was bent, rendering the breathing circuit unusable. This was detected prior to pt use. No pt consequence was reported.